Event description:
This lead was repositioned due to rising thresholds. The physician suspected a micro dislodgement, the screw was retracted. The lead remains actively implanted in a lower septal position. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.